Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed exit alarm would not emit an audible tone. No patient impact.